Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years 6 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the device was replaced due to aortic stenosis, increased gradients, and regurgitation. No additional adverse patient effects were reported.  Added patient and device codes. If information is provided in the future, a supplemental report will be issued.